Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 451 mg/dl. The customer was hospitalized on (B)(6), 2014. The customer was hospitalized due to high blood glucose levels and chest pains. The customer was treated with insulin. The customer was wearing the insulin pump at the time of hospitalization. The customer has stopped using the insulin pump since the hospitalization. The customer was advised to treat per the health care provider's instruction. No additional information was provided.